Event description:
The product was used during an unspecified procedure. Reportedly, the suture broke. The surgeon used another product to complete the procedure. The hospital has reported no patient injury occurred.

Manufacturer narrative:
12/31/1997-supplemental report #1 submitted to FDA.